Event description:
Customer report hospitalization due to high blood glucose. The blood glucose reading is 344 mg/dl. Customer treated with manual injections. Customer is thirsty. Customer arrived at hospital, diagnosed diabetes ketoacidosis. Hospital treated with insulin drip, fluids and manual injections. Customer stated that when she was discharged from the hospital the insulin pump was not delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.